Manufacturer narrative:
The reason for this revision surgery was the patient's flexion was unstable; there was patella subluxation. The length of in vivo service was 1.1 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 4 prior complaints reported against this part; summary of investigations: 1 for wear, 1 for pain, 1 for infection, 1 for trauma. This is the first complaint against this lot number. The root cause for the instability and patella subluxation was not reported. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's knee flexion being unstable and having patella subluxation. The surgeon needed to perform a lateral release. The patient had a size 2 13mm ultra congruent insert and the surgeon replaced it with a size 2 19mm ultra congruent.